Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had issues with the sensor glucose value vs the blood glucose value. They also received a flow blocked alarm. The customer's blood glucose level was 517 mg/dl. They treated the high blood glucose with a manual injection and changed the set. The alarm did not occur during fill tubing. The issue was resolved by changing the complete infusion and reservoir set. The customer was sent a replacement for their set.